Event description:
On (B)(6) 2010, patient reported that none of the buttons on his infusion device are working tonight. Patient stated the up/down buttons, the menu button and the check button are not responding. Patient reported he noticed the issue when he tried to bolus at dinner tonight. Patient stated the buttons pop back up when pressed. Patient will switch to his backup infusion device; declined assistance in setting up. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.